Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 656811-21 common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The robot ccc was returned for failure analysis, and the reported failure was confirmed and replicated. During the lighthouse review, logs showed errors 40000 and 310001, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found related to the reported event. The patient side cart (psc) ccc was installed into the golden system, successfully replicating the reported failure. Faults were observed on the ccc, originating from the pcc_ programmable interface controller (pic) node, aligning with the initial issue report. The ccc was reprogrammed and subsequently tested in the golden system, where it operated as expected. As a result of these findings, failure analysis concluded that the root cause of the reported event was determined to be the pcc_pic on the psc ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the or staff contacted technical support before a procedure to report experiencing a 40000 fault. The caller mentioned that this fault had also occurred prior to a previous procedure and was resolved by rebooting the system. The site performed a hard reboot, which cleared the fault. The technical support engineer informed the caller that the fault could return. The customer reported event has no report of patient injury.